Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our fisher & paykel healthcare regional office in (B)(4). Our investigation is based on a photograph and device assesment provided by our office. Results: visual inspection of the photograph of the subject neopuff revealed physical damage to the gas outlet port, that appeared to be the result of an impact to the device. The upper end cap was also found to be broken. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. It must be noted that the subject neopuff is almost 13 years old. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff will be repaired at the french service center, and returned to the hospital after passing the performance checks specified in the neopuff technical manual. Repaired and returned to customer.

Event description:
A hospital in (B)(6) reported that a neopuff infant resuscitator gas outlet port was broken. This was found before use on a patient.